Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported insulin pump had a blank display. They had an off no power alert. They did not receive a low battery alert prior to the off now power alert. Customer¿s blood glucose was 219 mg/dl at time of incident. Customer states the battery cap is not loose, cracked or damaged. They inserted a new battery but the device would not power on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify off no power alarm due to blank display. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.